Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had intermittent power, the battery compartment was cracked and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the battery cap was able to attach to the pump with no issues. There was corrosion observed in the battery compartment. The battery compartment was cracked to the left of the bumper pad. The pump's black box data from the date of the alleged event was not present. There were multiple pump reboot events observed in the available black box date range. The pump was exercized for 24 hours with no power issues observed.